Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The instructions for use for the gore® introducer sheath with silicone pinch valve warns: "ensure the vessel is of adequate size and appropriate tortuosity for the insertion of the introducer sheath. If vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the patient including death may result."

Event description:
On (B)(6) 2009, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses. A gore introducer sheath with silicone pinch valve (ts2230) was inserted from the right femoral artery, and the tag devices were implanted successfully. Ts2230 was reportedly removed from the patient with resistance. After the complete removal, CT images showed the intimal damage to the right external iliac artery. The preoperative diameter of the patient's right external iliac artery measured 5.2cm. It was also reported that prior to the insertion of ts2230, angioplasty was performed on the access vessel. A metal stent was implanted to repair the damage. The procedure concluded with no other issues. The patient tolerated the procedure. On (B)(6) 2009, the patient was discharged in good condition.